Event description:
The surgeon reported that the pt's implant site was cleaned and the implant service device was re-positioned on (B)(6), 2012. The pt was hospitalized (B)(6) 15 through 22. The pt's device was explanted (B)(6), 2012 due to a resistant infection of mycobacterium. After explant, the pt's six month treatment includes IV antibiotics imipenem and clarithromycin. There are no immediate plans for reimplant. The pt is being monitored.